Event description:
(B)(6) complaint handling unit reported a broken plate. During a routine visit to one of the surgeons of the (B)(6) hospital, it was discovered that the blue b type 1.5 cloverleaf mandibular fixator plate partially broke during the distraction phase. The surgeon over bent the plate and the hole close to the distractor body was left empty. Two screws were used for the plate fixation. The plate broke in the area of the empty hole, very close to the end of the distraction phase. The distractor was not replaced, but left in the patient for the consolidation phase. The patient developed an infection at the broken distractor site and was placed on antibiotics. The patient was a (B)(6) with franceschetti syndrome. The mandible bone periosteum was very thick, 2mm. The surgeon does not have the broken distractor. The results of the mandible bone distraction was to the surgeons satisfaction.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to a device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.